Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely probable cause of the event is attributed to misuse.

Event description:
On 11/11/2021, it was reported by a sales representative via e-mail that an ar-6068-90r suture lasso did not expel the nitinol wire required. This was discovered during a labral repair on (B)(6) 2021. The case was completed by using a different style suture passer with no patient impact.